Event description:
It was reported that a patient was receiving continuous renal replacement therapy (crrt) treatment using prismaflex st150 set. It was reported that, during therapy, hematuria and blood in the effluent were observed. The patient underwent unspecified blood investigations and was reported to experience hemolysis. Treatment was stopped. No additional information is available.

Manufacturer narrative:
Prismaflex st150 set has been temporarily approved for use in the us under emergency use authorization eua (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photos showed that the set effluent circuit had a blood-tinged coloration. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition was not determined as no further or actual sample testing could be conducted. Should additional relevant information become available, a supplemental report will be submitted.